Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had site infections. He also stated that the infections would develop on the third day on the infusion set. Customer stated he never received any alarms from his insulin pump. Customer also stated he had removed his cannula and blood came pouring out. His primary care provider had to give him a round of cipro. Customer also had an open infection that required the dressing to be changed two times a day. No additional information was provided.